Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure (patient's initials, age or birth date and weight are not known) on (B)(6) 2010. According to the complainant, during the hysteroscopy phase, the plastic tubing detached from the sheath causing a saline fluid leak. The procedure was completed using another of the same device and there were no patient complications. The patient's condition at the conclusion of the procedure was reported to be "fine". Although this event was originally non MDR reportable, the sheath was returned detached, therefore, making this event MDR reportable.

Manufacturer narrative:
The device was returned and as received, one of the sheath tubes is detached from the sheath body. A device history review (DHR) was performed and no anomalies were noted. The most probable root cause for this complaint is "handling damage".